Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable-pump won't run" alarm. There was a residual volume of 34.1ml when it was pumping at a rate 2.2 ml/hr. Only 65.9ml of the drug was delivered at the time. It is unknown if there was air in the line. There were no reported adverse events.